Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tissue pad came off during use, but did not fall into the pt. Another like device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.